Event description:
Customer reported the insulin pump had a blank display and none of the buttons on the device worked. Customer's blood glucose was 209 mg/dl. Customer stated the device had scratches in the front but it was not dropped, bumped or exposed to moisture. Customer does not use recommended batteries. Battery compartment and battery cap were not damaged or corroded. Customer was sent a new battery cap and stated would monitor the device. Customer called back and stated the display did return after inserting a new battery and using new battery cap. The device was now alarming failed battery test. Customer's blood glucose was 200 mg/dl. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.